Event description:
During a laparoscopic cholecystectomy the silicone white ring came off the trocar and fell into the pt's abdomen. The ring was seen on the monitor and was removed. There was no consequence to the pt. The hosp has not released the trocar.